Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure the day prior. According to the complainant, when starting the case, the system powered down on its own. The system was restarted but it would not heat the fluid in the heater canister. A second heating canister was tried but it did not resolve the issue. The case was not completed with the hydrothermablator console unit. There is no further information available regarding the patient.